Event description:
It was reported that this patient is on vacation and came into the office for a follow up after experiencing a heart attack. Interrogation of this implantable cardioverter defibrillator (ICD) device exhibited oversensing, pacing inhibition and greater than 2 seconds of asystole on the right ventricular (rv) channel. With high amplitude of artifact/noise on the ra atrial channel. Provocation testing was completed, and the noise could not be reproduced. X-ray imaging was completed, but no information is available at this time. Technical service (ts) was contacted for recommendations on next steps. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.